Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. The reported event of the returned battery was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event.  Analysis of the device revealed that the device failed visual and failed functional testing as it caused the battery charger's status light to flash yellow when connected. Test equipment was unable to read the battery status due to a communication problem with the main integrated circuit. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. An attempt to reset the main integrated circuit (ic) was unable to reestablish communication with the ic. The most likely root cause of the reported event can be attributed to a faulty integrated circuit that controls the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a battery was not able to be re-charged and the patient's controller did not "recognize" the battery when connected. The vad coordinator attempted to charge the battery on a different battery charger as well as connecting the battery to a different controller with the same result. The battery was exchanged with no reported patient consequence.